Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms and low speeds while connected to the pt cable. The pt cable was exchanged; however, the alarms occurred again. The pt was admitted to the hosp and was placed on an ungrounded cable. The MFR's technical service group evaluated that external driveline for damage. During the eval, the alarms could not be reproduced. Continuity test showed no broken wires in the driveline. The pt stated that the alarms occurred twice while in the standing position and once while he was sitting and connected to the power module. X-rays were taken and were inconclusive as to any damage to the driveline internally or externally. The pt is listed as 1a status for a heart transplant. The pt also has a fused aortic valve and the physician was concerned about performing an external repair of the driveline. Since no broken wires were found during testing, it was determined that the pt will stay on a modified pt cable.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.